Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process control were within spec.

Event description:
A peritoneal dialysis (pd) pt's nurse reported during fill 3 of 5 the set was leaking from the pt connector. The treatment was discontinued. The nurse was advised to contact the pt's pd nurse. The set was discarded. During f/u, the pt reported that the blue trigger area was leaking which had wet the bet. The pt's effluent has remained clear.